Manufacturer narrative:
Design history review performed on may 4, 2017. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Attempts were made for additional information but no further information has been obtained.

Manufacturer narrative:
Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
The manufacturer received a patient tracking form on 17-nov-2016 of the following: a carbomedics annuloflex sn # (B)(4) was removed from the patient on (B)(6) 2016 due to an unsuccessful repair.